Event description:
Information received indicates the stretcher will not go into the trendelenburg position.

Manufacturer narrative:
The technician found the right trend gas cylinder was defective. The technician replaced the gas cylinder to repair the bed.